Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube, battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he was lying down on the insulin pump. Customer stated that his blood glucose value was high; treated with manual injection. Nothing further reported.